Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audio from the mx40. It is unclear whether the device was being used on or off the network. There was no report of patient involvement.